Event description:
The hosp reported that during the coronary artery bypass procedure, the tether of the heartstring seal cut into the aorta. The surgeon repaired the tear and continued with completing the anastomosis without any other issue. The pt's aorta was described as being thin and friable. No other pt compications were reported.